Event description:
It was reported that this pacemaker system had exhibited high capture thresholds and had entered safety core. Chest x ray was performed to confirm system integrity. In addition, lead damage was suspected. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported.